Manufacturer narrative:
The upn and batch numbers were not disclosed.

Event description:
During the balloon assisted embolization of a ruptured anterior cerebral aneurysm, a coil broke. The device was removed using an in-time retrieval device. There was no clinical consequence to the patient. The patient was subsequently discharged from hospital. No further information has been provided.